Event description:
Medwatch form was received and reported: describe the event or problem: as device was being withdrawn from the patient, a piece of the hydrophilic coating came off the device and retained in the vessel near the foot. Physician was able to retrieve the piece in its entirety. What was the original intended procedure? : left leg angiogram intervention and debridement. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working). Subsequent to the initial reported information on the medwatch form, the account stated that a snare device was used to removed the separated coating and nothing was left in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report #mw2200350000-2023-8007.

Event description:
Subsequent to the initial reported information, the account stated that a snare device was used to remove the separated polymer coating and nothing was left in the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E4 - initial report sent to FDA updated from no to yes.